Event description:
It was reported the camera head had a leak. The issue occurred at the end of an unspecified therapeutic procedure. The intended procedure was completed. It was unknown if the same or a similar device was used to complete the procedure. There were no reports of patient harm. No additional information is available regarding the event.

Manufacturer narrative:
The device was returned to olympus and the evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure of cable pinhole water tightness failure (leakage) was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: internal imaging flooding, internal cable flooding, electrical contact corrosion. Based on the results of the investigation, it is likely the following led to the malfunction: cause linked to device but unable to trace more specifically. However, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head had a leak. The issue occurred at the end of an unspecified therapeutic procedure. The intended procedure was completed. It was unknown if the same or a similar device was used to complete the procedure. There were no reports of patient harm. No additional information is available regarding the event.